Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was visually checked. Functional testing was performed. Found damaged dso seal and damaged battery compartment. The customer's complaint was duplicated, and the root cause was the damaged battery compartment. The battery compartment was replaced, along with the dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pile compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.